Event description:
Country of complaint: (B)(6). Revision-surgery due to post-operative loosening of the tibia locking nut, after left side implantation of a knee endoprosthesis in 1998 and change to enduro-system, date (B)(6) 2010. Rehabilitation: (B)(6) 2010. Revision-surgery: (B)(6) 2011. Rehabilitation: (B)(6) 2011.

Manufacturer narrative:
To date, we have not received detailed information about part or lot numbers. Referring to the information from the surgery report, the most likely part numbers are: (B)(4). X-rays images show that the locking nut is not optimally screw into the tibia component.